Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient encountered distal limb ischemia of the impella extremity. An external perfusion bypass was placed from the re-access port to the antegrade sheath. There was a filling defect noticed on post closure angiogram with concerns for a dissection and noticeably reduced flow down the right common femoral. A covered stent was placed in the right common femoral artery to cover the filling defect. Great angiographic result post stent deployment with brisk flow down common femoral and superficial femoral artery (sfa). Mild-moderate disease still present in the right profunda. Eventually, the device was successfully weaned.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.